Manufacturer narrative:
Reliability analysis inspected 4 opened and used partial enlite sensors and performed visual inspection and found 2 of 4 sensor cannula's retracted inside of the sensor base and found both sensor cannula's to be broken with broken part in the cannula tubing. Unable to confirm customer received sensor in said condition due to customer returned them opened and used.

Event description:
It was reported that the sensor was stuck in the serter. It was also reported that catch arm may be bent. Customer's blood glucose level at the time 116 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.